Event description:
Patient reported losing consciousness while cooking. Four hours later, emergency medical services were contacted, upon their arrival, patient's blood glucose measured 30 mg/dl (using paramedics' blood glucose monitor). Patient was treated with a "sugar injection." Patient did not indicate whether the device had been in use prior to the event. Controls had not been run on the system. A request was made for the return of the suspect device and replacement product was shipped.